Event description:
It was reported by customer in (B)(6) that t1 and t2 deployed simultaneously from the ultra fast-fix curved device.

Manufacturer narrative:
The blue split cannula was returned on the delivery needle. The depth limiter was returned and has been trimmed to the surgeon¿s preference. T1, t2 and a small portion of suture were returned but separated from the delivery needle. The delivery needle tip is slightly twisted. Twisting or bending can interfere with advancement and removal of t¿s. This device requires a manual lever push for a manual advancement of the actuator. The anchors are released by manually stripping off of the needle. Damage to the needle can inadvertently bind or release the anchor when not intended to. There would be no "simultaneous deployment" with individual manual cycling. Advancement of t2 may have been an inadvertent action. Simultaneous deployment cannot be confirmed. There is no manufacturing cause related to support this complaint. Use error may have been a contributing factor for this event.